Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative indicating that the engineering team is in agreement that the battery will need to be explanted given the ins behaviors.

Event description:
It was reported that  patient getting service code 2718 on saturday. Agent reviewed meaning of code and when asked if patient recently had a cardioversion, they said yes. Caller said patient had the cardioversion on thursday and they confirmed they turned the therapy off prior to the procedure. Agent reviewed guidelines for cardioversion compatibility. Caller was not present with the patient during the call. Agent suggested gathering json report,  data report, dbs app logs, and comm manager logs when they saw the patient next. In the mean time, agent suggested patient charge battery and try to connect. Caller said patient has already recharged the implant, but did comment that the battery seemed to deplete faster than it did before the cardioversion. Agent emailed caller with request for response email with attached reports and logs once they were obtained. Rep called while present with patient to attempt to collect logs/reports, but said they were unable to connect with tablet or patient device. Caller said the implant has been rapidly depleting. Caller mentioned patient could still recharge the battery. Caller said they were getting error messages they hadn't seen before. When asked for details of the messages, caller tried to connect again to replicate them, and was able to successfully connect. Caller able to collect necessary logs/reports and email them. Caller attempted to do an impedance check while still connected with the tablet, but got code "6dcc1d25" with only option to end session. Caller said they had also encountered messages when trying to connect with patient device such as "no device response." Agent suggested caller try to re-link handset and implant in response to that message. Caller said they already tried, but it generates the same "no device response" message when they try to re-link. Agent suggested connecting with recharger. Caller did this and was able to successfully pull up recharger app, which indicated 10% battery remaining. Caller said when they first got to the patient they were at 20% charge. Caller said prior to cardioversion they recharged the battery every 4 days, but since then have had to recharge "every couple hours." Before the rep arrived, patient had been charging for 30-45 minutes. Recharger was in drape against patient's skin and caller said it was very finnicky about connecting. Agent suggested patient continue to charge and re-attempt to connect to get therapy turned back on. In the mean time, will review reports/logs. Agent made outbound call to rep to inquire if an ins reset was done. It was not. Caller had already left the urgent care where they saw patient and suspected they have already been discharged home. Agent suggested attempting resetting the implant at some point followed by re-interrogation and collection of another json and data report, which may need to be done at an outpatient appt with managing hcp at this point. Agent suggested patient continue to charge as much as they can for a fruitful appointment, and to keep a written recharge diary to compare against reports as well. Additional information was received from the manufacturer representative (rep) who called for assistance while present with patient. Agent walked caller through resetting the implantable neurostimulator (ins). Rep then reconnected to ins and when an impedance check was attempted, "telemetry failure" message with "6dcc1d25" was observed. Only option was to end session. Rep did this and connected again, but skipped option for impedance check. When they tried to toggle therapy back on, they got message that said therapy "unexpectedly turned off." Rep encountered same message when they switched groups. There was an empty group that they tried to toggle on at 0.1 ma on left and right side, but same message persisted. This message did not allow for therapy to be enabled at all. Rep said patient normally had therapy running at 4.3 ma on the left and 3.9 ma on the right. In regards to recharging, caller said patient was able to get to 100% yesterday, but the battery depleted to 0% overnight. Today, patient was able to charge up to 50%, and during the time spent on the call the charge went from 30% to 20%. Caller obt ained additional reports for submission and review. Additional information received from rep indicating that cardioversion was due to an intractable heart rhythm issue and was not directly related to therapy or devices. Procedure was done at kaiser seattle urgent care. It is unknown if patient has a history of cardioversion. A hard battery reset did not resolve this issue, issue remains unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
H.11.